Event description:
It was reported that the applier was successfully used to ligate cystic duct. After completing ligation of cystic duct, a user attempted to ligate cystic artery. However, when the user pulled the applier out of the trocar, the clip was unlocked and the applier was broken. The clip fell but was removed from patient's body. No clips remained in the patient.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, inc. (B)(4) facility as part of a (B)(4) pc. Lot in september of 2017. The returned instrument was evaluated and found that the tube assembly is damaged/bent open at the jaw end and the jaws are loose and misaligned and the drive rod is bent/damaged at the jaw end and the pivot pin has been pulled thru 1 side of the tube assembly thus we are able to validate this complaint. Parts were 100% visually inspected and tested at the tecomet, inc. (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the tube assembly to be damaged and for the drive rod to be bent at the jaw engagement area and for the jaws to be loose and misaligned and the jaw pivot pin to be pulled into the outer tube assembly but mishandling at end users facility is suspected.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier was successfully used to ligate cystic duct. After completing ligation of cystic duct, a user attempted to ligate cystic artery. However, when the user pulled the applier out of the trocar, the clip was unlocked and the applier was broken. The clip fell but was removed from patient's body. No clips remained in the patient.